Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: (B)(6). (B)(4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pc was created to captured the left hip. On (B)(6) 2011, the patient had a left total hip arthroplasty to address left hip arthroplasty to address left hip arthritis. Depuy components were used during this procedure. No complications were noted during the procedure. (Part/lot page (B)(6)). On (B)(6) 2018, the patient had a revision left total hip arthroplasty, to address failed left total hip arthroplasty, wear of articular bearing surface, and elevated of serum cobalt and chromium. The ceramic femoral head and metal liner were revised. Depuy components were implanted during this procedure along with competitor cement. The surgeon reports that due to excessive acetabular anteversion, the patient has developed elevations of cobalt and chromium. The patient reported experiencing subluxation. Prior to surgery the patient had an aspiration, which was noted to suggest infection, yet a repeat aspiration negated that diagnosis. During the surgery, the surgeon observed black synovial fluid (which was later diagnosed as metallosis). A single screw was left in place as the head had stripped, the remaining screws were removed. The cup was left insitu as the surgeon felt they could correct the misposition with a liner. The surgeon then roughed up the acetabular cup with a saw blade and created several notches in the posterior surface of the new poly liner for competitor cement placement. (Sticker sheet (B)(6)). Doi: (B)(6) 2011 dor: (B)(6) 2018 left hip. (B)(4) for right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available images were reviewed, there were no images depict this specific product. Therefore , it is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.